Event description:
During preventative maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse events while the device was in clinical use.